Event description:
It was reported that at device upgrade, externalized conductors were observed via fluoroscopy. All electrical measurements were normal. At explant, externalized conductors were visible proximally to the distal coil.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
The lead was returned in two pieces. Internal abrasion was noted at 8.5cm - 10.6cm from the distal tip. The two re cables were visible in this area. The etfe coating was normal. Internal abrasion was noted under the svc shock coil at 25.8cm - 29cm from the distal tip. The svc cables were visible. The etfe coating was normal. Internal abrasion was noted under the rv shock coil at 5.5cm from the distal tip. Both re cables were visible and the ettfe coating on one cable was abraded in this area.